Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer inserted a new reservoir but the problem reappeared after this. The customer received a replacement pump and no further information was provided.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.